Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was an attempted implant. Upon connecting the right ventricular (rv) lead, high out-of-range pace impedance measurements were observed. The physician reconnected the lead to the device but the issue persisted. The lead was tested via pacing system analyzer (psa) with normal impedance measurements. The physician elected to implant an alternate device, and once connected to the rv lead normal measurements were observed. No adverse patient effects were reported.